Event description:
It was reported that this pacemaker was scheduled for prophylactic replacement due to safety mode concerns. Additional information received approximately one year later reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.